Event description:
It was reported that the customer experienced rising blood glucose levels (123-434 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.